Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. It was reported that restenosis was noted four months after an rx pixel stent was implanted. There was no report of any device malfunction. Restenosis/occlusion, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting, and is considered to be foreseeable and clinically acceptable in view of pt benefit. Review of the device manufacturing records showed that the lot met all manufacturing criteria. This known pt effect is not necessarily an indication of a product quality issue; however, in this case a conclusive root cause cannot be determined.

Event description:
Reporting status: serious injury/ permanent damage. Reporting rationale: restenosis. Device issue: none. It was reported that this was a pms case. In 2006, the pixel was implanted in the atrioventricular branch of the right coronary artery. On february 21, 2007, it was observed that there was 75% in-stent restenosis of the pixel. The pt had no subjective symptoms; therefore, no intervention was performed. The pt was treated with medication. No additional event or pt information is available.